Event description:
An c2 ivl coronary catheter was used to treat the left anterior descending artery and left circumflex artery. Completing the ivl treatment, the patient was discharged from the hospital and after 50 days the patient developed ventricular fibrillation and was then sent to the hospital. On the angiogram revealed blockage at the stented lesion on the left anterior descending artery which was diagnosed with a stent thrombosis. During procedure the physician performed thrombosis aspiration and a plain old balloon angioplasty to improve blood for but the patient deceased at the hospital with multiple organ failures and disseminated intravascular coagulation. The relationship between the stent thrombosis/ patient death and ivl treatment could be denied as no ivl catheter malfunction occurred during procedure as the catheter was successful, but the ivl treatment could have cause a box fracture which then would have made the stent apposition difficult.

Manufacturer narrative:
The likely cause for the reported subsequent death could not be determined. The device was not available for investigation and therefore, a physical inspection of the device was not possible. Based on the description of the event, as the c2 ivl catheter procedure was successful at the left anterior descending artery and left circumflex artery, the catheter indicated no malfunctions appeared during procedure. The physician does not believe any part of the intervention and ivl could have attributed to the cause of the death could. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.